Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the IV tubing became detached from a patient who was in the prone position in the medical ICU. The nurse noted the floor was wet and when the patient was turned back over, the IV tubing detachment was identified. There were no further details provided regarding this event, and no patient harm was reported.

Manufacturer narrative:
Correction to initial reporter address.